Event description:
It was reported a motor stall occurred and the stall never recovered. The hcp reported the patient was in ER (emergency room), the hcp suspected a motor stalled, as the patient was experiencing diaphoresis, and a metallic taste in his mouth. The patient also experienced flu like symptoms, body aches, sweating, and underdose symptoms. The pump was interrogated and the motor stall was confirmed. The hcp decreased the dose of dilaudid from 1.8mg/day to 1.6mg/day, but the hcp was aware the pump may not restart. The hcp was planning on having implanting hcp replace the pump on monday, (B)(6). The patient was hospitalized. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver dilaudid, bupivacaine, and fentanyl additional information later received reported that as of (B)(6) 2013 the cause of the stall was not known and the motor stall did recover. The pump had not yet been replaced. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4); implanted: 2006 (B)(6); product type catheter. (B)(4).